Event description:
The customer reported to olympus, that no light-emitting diode (led) was highlighted on the panel of the 3d visualization unit. The issue was found during preparation for a therapeutic laparoscopic donor nephrectomy. The procedure was completed with a non-olympus device and no procedural delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the front panel light-emitting diode (led) was not glowing due to a faulty printed circuit board, and tracks of flat cable were found corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the light emitting diode (led) on the front panel did not light up due to a failure of the printed circuit (cp) board. Olympus will continue to monitor field performance for this device.